Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise and oversensing on an electrogram, resulting in pacing inhibition. The device began charging, but diverted when the noise discontinued. The episode lasted seconds, and no patient effects were experienced. Lead measurements were normal and stable.